Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose and inaccurate sensor glucose reading. The customer's blood glucose was 444 mg/dl and sensor glucose was 52 mg/dl at the time of incident. The customer also reported that she received several calibration error and change sensor alert. The customer mentioned that she forgot to bolus after eating. The customer stated that she checked for ketones but it was negative. The customer stated that she was unable to insert a new sensor. The customer also stated that she experienced some bruise and light bleeding. The customer stated that the cannula was curved when she removed the sensor. The customer was advised that the sensor will be replaced. The insulin pump will not be returned for analysis.